Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns was found damaged and cracked during use. The following information was provided by the initial reporter, translated from japanese to english: "during use for a patient, the hcp found a backflow of blood into the ext. Tubing. When checking the product, q-syte was found to be partially cracked. Since this incident occurred soon after the start of using the product, the customer is suspecting that the product was already broken upon its delivery (initial failure)."

Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, a review of the production process history could not be completed. To aid in the investigation of this incident, one physical sample was returned for evaluation by our quality engineer team. The sample was visually inspected and the septum of the q-syte was found cracked. It is possible for cracking to occur from the type of medication used in the product. Without the lot number, further review of the manufacturing molding process could not be completed for this component. At this time, the exact cause could not be determined for the cracked component.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the stpck q-syte wht 360deg w/o nut cap ns was found damaged and cracked during use. The following information was provided by the initial reporter, translated from (B)(4) to english: "during use for a patient, the hcp found a backflow of blood into the ext. Tubing. When checking the product, q-syte was found to be partially cracked. Since this incident occurred soon after the start of using the product, the customer is suspecting that the product was already broken upon its delivery (initial failure)."